Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ anxiety-product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿deflation: observed an opening through microscopic inspection assessed as unidentified (tear) opening none of the other observations performed during the device analysis ( creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported ¿deflation¿ and "removal from textured to smooth due to the concerns of the product". This record is for the right-side. Device was explanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported ¿deflation¿ and "removal from textured to smooth due to the concerns of the product". This record is for the right-side. Device remains implanted. The device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.